Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging an issue with short battery life; pump giving replace battery alarms. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-jan-2019 with the following findings: during investigation, the black box showed no evidence of ¿cs128-fxxx¿ alarms. There was evidence of short battery life illustrated with drastic voltage drop leading to a ¿cs128¿ alarm on (B)(4) 19. The battery compartment and cap were undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly; sleep current draw was above specification, the original complaint was unable to be duplicated. The pump¿s cover was removed, and there was intermittent condition found to the continue glucose monitor (cgm) module due a not fully seated inter-board connection. The sleep currents returned to spec after unplugging the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.